Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. No bubbles under lcd window and no ramping numbers or scrolling bar moving anomaly noted. The device had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, she was having issues with the insulin pump, bubbles under and the numbers were scrolling. Customer's blood glucose was 72 mg/dl. The device was exposed to water as she went into the pool with the device on. Fluids are located under the lcd display. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.